Event description:
It was reported that patient underwent a left total shoulder arthroplasty on (B)(6) 1986. Subsequently, a revision procedure has been indicated due to pain and wear of the glenosphere; however, no revision has been scheduled to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown. Expiration date - unknown. Initial reporter - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total shoulder arthroplasty on (B)(6) 1986. Subsequently, patient was revised on (B)(6) 2014 due to pain and wear of the glenoid. The glenoid was removed and replaced.